Manufacturer narrative:
(B)(4).

Event description:
It was reported that a fading sensation occurred. Additionally, it was reported that a loss of therapeutic effect occurred about 5-30 minutes after increasing stimulation. There was no known accident of incident related to this complaint. This issue had occurred for about a year. The location of the patient's symptoms was the perineum. Current impedance measurements were normal, but there were a lot of repeating values. A lead migration was possible and it was recommended to take x-rays. It was reported that the hcp was waiting for patient to obtain sacral x-ray to check for lead migration. The patient did not require hospitalization.